Manufacturer narrative:
The reported field event of lead noise and lead abrasion were confirmed in the laboratory. External insulation abrasion exposing the outer coil was noted at 13.8-14.0 cm from the connector pin consistent with lead friction to the device can. The cause of the reported event of lead noise was isolated to the exposure of the ring electrode coil in the abrasion zone.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-08782. It was reported that when the patient presented remotely via merlin.net transmission, noise oversensing was observed on both right atrial (ra) and right ventricular (rv) leads. The physician believed the noise was created by tortuous anatomy causing lead on lead abrasion near the superior vena cava (svc). Both leads were capped and replaced on (B)(6) 2020. The patient was stable and discharged the same day.